Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "a very bad adverse reaction and nodule" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: precautions: "patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc." Adverse events: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. "Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness." "Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%)." Post-market surveillance: "juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009." "As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency [greater than or equal to] 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities." "Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."

Event description:
Company representative reported on behalf of the injector that after injection with juvederm voluma xc, the patient developed a nodule in their cheek two months post injection. It is not known if any treatment has been provided. Additional information from the healthcare professional indicated that the patient experienced a "very bad adverse reaction."

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. No deviation, anomaly, or change in connection with this complaint were recorded. This complaint is the third one with ¿non inflammatory nodule¿ and the second one with ¿edema¿ events reported for this batch. The sterilization cycle is registered as conform.

Event description:
Upon further follow up, healthcare professional stated patient was treated with incision and drainage on the left cheek, and hylenex on both cheeks. Patient was also on "several courses of antibiotics." A culture was performed; results showed "no growth." Healthcare professional also indicated patient had a "left cheek abscess" and swelling. Healthcare professional suspects that the patient may require extra surgery to have fat transferred to their cheekbones as a result of the injection, though nothing has been scheduled yet. Symptoms are ongoing.

Event description:
Upon further follow up, healthcare professional stated patient was treated with incision and drainage on the left cheek, and hylenex on both cheeks. Patient was also on "several courses of antibiotics." A culture was performed; results showed "no growth." Healthcare professional also indicated patient had a "left cheek abscess" and swelling. Healthcare professional suspects that the patient may require extra surgery to have fat transferred to their cheekbones as a result of the injection, though nothing has been scheduled yet. Symptoms are ongoing.